Event description:
It is reported that a customer changes the battery on their insulin pump, but the pump will turn off daily. The patient's blood glucose level was unknown at the time of the call. The customer stated that they use the correct brand of batteries and do not know what may cause the issue. The customer was not able to trouble shoot the issue at the time. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.